Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received no delivery alarms when trying to deliver more than five units of insulin. The customer stated that this had been a recurring issue for two weeks leading up to the call, but had become worse on that day. Blood glucose level at the time of the incident was not provided. The customer was unable to troubleshoot at the time of the call, but advised that he would call back. The insulin pump was not replaced or returned for analysis.